Manufacturer narrative:
The DHR records for batch 6216922 have been reviewed with no issues being identified.

Manufacturer narrative:
Bd received 4 photographs from the customer facility for investigation. Based on the visual evaluation of the photos, bd observed that the customer had an issue with the stopper function for the product. Retention samples were selected from in-house inventory supply and draw tested. Following testing, there was no stopper pull out, creepout, or popoff observed during the draw testing of the retention samples. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode based upon the photos provided.

Event description:
It was reported that while a 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube was being sent to the lab after blood withdrawal, one cap came off completely. This was during transport via tube station and the other cap remained on but all blood was out of the tube. There was no report of serious injury or medical intervention.